Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after implant, the left ventricular (lv) lead dislodged from the lateral vein, resulting in high pacing thresholds. The lv lead was explanted and replaced. Also shortly after implant, the right atrial (ra) lead dislodged, falling into the right ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.